Manufacturer narrative:
Aga medical contacted the implanting physician and no additional information was provided regarding this event, including medical records or implant images. Should additional information become available, aga medical will file a supplement report.

Event description:
To summarize this event, a 7mm amplatzer septal occluder (aso) was selected to close a residual asd which was previously closed with a 38mm aso in (B) (6) 2007. The 7mm aso was too small, so a 9mm aso was successfully implanted.